Event description:
It was further reported that the patient was revised approximately 6 months post-op due to instability and a yoke fracture. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d6a; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of pictures provided confirmed that one of the anti-rotational fins had fractured off the yoke and the device was covered in bio-debris prior to cleaning. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 16 months post implantation due to joint instability. It was discovered that the yoke broke. One of the anti-rotational fins has detached.